Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 514 mg/dl and treated with insulin pump. Customer also stated that they were getting alert to change sensor, was assisted with starting a new sensor. Customer declined to troubleshoot for high reading. Insulin pump will not returned for analysis.